Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level and dka. Customer gave herself a bolus and blood glucose level were still high. Customer was admitted to the hospital for 2 days and was treated with IV potassium, insulin.